Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen or alarms due to the blank display. No constant tone was noted.

Event description:
The customer reported an alarm followed by a frozen display and a constant tone. Troubleshooting was performed, and the problems continued. Nothing further was reported.